Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose and was hospitalized. Customer stated she went over 24 hours without giving a bolus and was eating and still crashed during the night. Blood glucose at the time of the call was 121 mg/dl. Blood glucose at the time of incident was 45 mg/dl. Customer stated that it seemed the insulin pump was over delivering insulin. The call got disconnected when starting troubleshooting and customer was called back but could not be reached.